Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a break was found in the forceps wire, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the extension of the angle wire, wrinkles in the insertion part, the curved rubber adhesive part was cracked, the tip cover may be scratched, and the adhesive part of the lighting lens has peeled off. Additionally, there are scratches on the operation part, there are scratches on the insertion part of the serpentine tube, there are scratches on the switch box, there are scratches on the operation part cover, there are scratches on the up / down knob, there are scratches on the up/ down angle fixing lever, there are scratches on the right / left knob, there are scratches on the grip, there are scratches on the universal code, scratches are found on the scope connector side of the universal cord, water cover is observed on the electrical connector, the scope connector may be scratched and scratches on the right/ left angle fixing knob. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during reprocessing, upper forceps wire break on the evis lucera duodenovideoscope. Upon inspection and testing of the customer returned device, the adhesive part of the lighting lens is peeled off. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the adhesive on the lighting lens. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress on the device from repeated/long term use. It is also probable that the issue resulted from a mishandling of the device. Olympus will continue to monitor field performance for this device.